Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a clinic visit, the physician determined that the lead was not working right and was not in the right position. It was also reported that the lead appeared to deliver inappropriate therapy. The patient had undergone another procedure to reposition the lead. There was no further information given on this event. This right ventricular (rv) lead remains in service. No additional adverse patient effects were reported.